Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedances, measuring 129 ohms. It was noted that shock impedances had gradually increased over the last year. Technical services suggested to consider an in-office check to reset the alert condition and to increase the oor shock lead impedance to 150 or 175. Also recommended to consider a commanded shock. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedances, measuring 129 ohms. It was noted that shock impedances had gradually increased over the last year. Technical services suggested to consider an in-office check to reset the alert condition and to increase the oor shock lead impedance to 150 or 175. Also recommended to consider a commanded shock. At this time, the lead remains in service. No adverse patient effects were reported.